Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed and attributed to having the wrong version of pd core software loaded. The report was resolved by reloading the correct pd core software. It could not be determined how the incorrect software was loaded into the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.